Manufacturer narrative:
(B)(4). The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was "unable to open and deploy". The clip was removed from the patient and another resolution clip device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed. The clip was returned taped to the handle. The clip prongs were locked into the capsule, had an overbite, and were bent. The control wire was separated per design. A kink was noted in the control wire. The over sheath grip was detached from the over sheath. Approximately 18cm of the distal over sheath was cut and was missing. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was "unable to open and deploy." The clip was removed from the patient and another resolution clip device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.